Event description:
Dealer states consumer fell from bed after the bed was moved by lifting the rails and she also says the rails were used as repositioning instead of the trapeze which the consumer does have.

Manufacturer narrative:
Dealer states consumer fell from bed after the bed was moved by lifting the rails and she also says the rails were used as repositioning instead of the trapeze which the consumer does have. Per dealer, the patient fell from the bed and lacerated her head. Medical intervention sought.